Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A nurse reported a patient received erratic readings on her blood glucose meter which caused a "misjudgment" in the dose of patient's medication. As a result, the nurse reported the patient's blood glucose level dropped, and the patient fell and experienced bruising. The nurse additionally reported the patient received readings of 52 mg/dl, 595 mg/dl and "several wide variations", but it is unknown how the reported readings are related to the medical event as the nurse was unsure about the date and time of the product issue and how the issue contributed to the medical event. The patient reportedly experienced symptoms of lightheadedness, confusion and disorientation. Paramedics were called and the nurse reported the patient was transported to a hospital emergency room where insulin was administered along with other intravenous medications (unknown). The patient was reportedly diagnosed with severe hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.